Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: e3, g2 updated fields: d8, h2, h3, h6, h7, h9, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken, the fibre bonding in the outer tube area (distal end) was damaged and the image was purple. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the image fault, including the pink screen and purple image was a broken charge coupled device. In addition, the damage to the fibre bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope, gynecologic had image fault of a pink screen. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.